Event description:
It was reported that the insulin pump alarmed off no power without a low battery alert prior. The blood glucose reading was 188 mg/dl. The caller observed a low battery alert, failed battery test, and button error alarm in the alarm history. The insulin pump passed the self test and high pressure test. The caller stated that the customer had gone to sleep with a blood glucose reading of 120 mg/dl, which increased up to 600 mg/dl during a 2 hour period. The caller was very unsure of the device's reliability and insisted on a replacement insulin pump. Nothing further reported. Diabetes mellitus.

Manufacturer narrative:
(B)(4). The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time revel insulin infusion pump, which is marketed in the u.s. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.